Event description:
The reporter indicated that the lead was stored in the humidity bag up to the time of the implant. However, when the peg sheath was removed, the peg bullet came off the active screw and was left in the sheath cap. The lead was implanted successfully.